Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 390s mg/dl. Cause of bg level was unclear. Customer administered a manual injection to address the issue. Customer was admitted to the hospital and treated with insulin and antibiotics, and staff "ran some tests"; nature of the tests run were not provided. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.